Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region pain'), endometritis ('chronic endometritis'), impaired gastric emptying ('delayed gastric emptying issues') and neuropathy peripheral ('neuropathy like symptoms') in an adult female patient who had essure (batch no. A64635, log354991) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, headache (during pregnancy) and postpartum state. Current weight 199 lbs. Previously administered products included for headache: tylenol; for an unreported indication: midrin. Concurrent conditions included overweight, human papilloma virus infection, obesity and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) and omeprazole (protonix) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression were exacerbated"). In (B)(6) 2016, the patient experienced endometritis (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant) and cervical cyst ("endocervix shows multiple mucus filled cysts.") And was found to have leiomyoma ("leiomyoma/ found small uetrine fibroid"). In 2016, the patient experienced impaired gastric emptying (seriousness criterion medically significant) and was found to have weight increased ("weight gain,"). In 2017, the patient experienced migraine ("migraines / headaches"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia had resolved, the endometritis, impaired gastric emptying, neuropathy peripheral, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, fatigue, leiomyoma and cervical cyst outcome was unknown and the weight increased was resolving. The reporter considered anxiety, cervical cyst, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, impaired gastric emptying, leiomyoma, menorrhagia, migraine, neuropathy peripheral, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 199 lbs . The essure coils were then deployed into the left fallopian tube in a standard fashion. Following deployment there were noted to be 4 visible coils from the left tubal ostium. The same procedure was then repeated on the right fallopian tube. Following deployment into the right fallopian tube, there were noted to be 6 visible coils the patient tolerated this procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. "Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: endometritis, depression, anxiety, dysmenorrhea, fibroid, pelvic pain, vaginal bleeding, migraine/headache. Most recent follow-up information incorporated above includes: on (B)(6) 2019: medical record received. Essure lot number was added. Reporter, medical history, historical medication, concurrent condition added. Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region pain'), endometritis ('chronic endometritis'), impaired gastric emptying ('delayed gastric emptying issues') and neuropathy peripheral ('neuropathy like symptoms') in an adult female patient who had essure (batch no. A64635,log354991-invalid) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, headache (during pregnancy) and postpartum state. Current weight 199 lbs. Previously administered products included for headache: tylenol; for an unreported indication: midrin. Concurrent conditions included overweight, human papilloma virus infection, obesity and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) and omeprazole (protonix) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression were exacerbated"). In (B)(6) 2016, the patient experienced endometritis (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant) and cervical cyst ("endocervix shows multiple mucus filled cysts.") And was found to have uterine leiomyoma ("leiomyoma/ found small uetrine fibroid"). In 2016, the patient experienced impaired gastric emptying (seriousness criterion medically significant) and was found to have weight increased ("weight gain,"). In 2017, the patient experienced migraine ("migraines / headaches"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia had resolved, the endometritis, impaired gastric emptying, neuropathy peripheral, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, fatigue, uterine leiomyoma and cervical cyst outcome was unknown and the weight increased was resolving. The reporter considered anxiety, cervical cyst, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, impaired gastric emptying, menorrhagia, migraine, neuropathy peripheral, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 199 lbs . The essure coils were then deployed into the left fallopian tube in a standard fashion. Following deployment there were noted to be 4 visible coils from the left tubal ostium. The same procedure was then repeated on the right fallopian tube. Following deployment into the right fallopian tube, there were noted to be 6 visible coils the patient tolerated this procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. "Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: endometritis, depression, anxiety, dysmenorrhea, fibroid, pelvic pain, vaginal bleeding, migraine/headache. The lot number reported (log354991) is invalid. Most recent follow-up information incorporated above includes: on 21-aug-2019: ¿update of information (batch is invalid) product technical compliant we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region pain'), endometritis ('chronic endometritis'), impaired gastric emptying ('delayed gastric emptying issues') and neuropathy peripheral ('neuropathy like symptoms') in an adult female patient who had essure (batch no. Log354991-not valid, a64635) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, headache (during pregnancy) and postpartum state. Current weight 199 lbs. Previously administered products included for headache: tylenol; for an unreported indication: midrin. Concurrent conditions included overweight, human papilloma virus infection, obesity and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) and omeprazole (protonix) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression were exacerbated"). In (B)(6) 2016, the patient experienced endometritis (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant) and cervical cyst ("endocervix shows multiple mucus filled cysts.") And was found to have uterine leiomyoma ("leiomyoma/ found small uetrine fibroid"). In 2016, the patient experienced impaired gastric emptying (seriousness criterion medically significant) and was found to have weight increased ("weight gain,"). In 2017, the patient experienced migraine ("migraines / headaches"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia had resolved, the endometritis, impaired gastric emptying, neuropathy peripheral, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, fatigue, uterine leiomyoma and cervical cyst outcome was unknown and the weight increased was resolving. The reporter considered anxiety, cervical cyst, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, impaired gastric emptying, menorrhagia, migraine, neuropathy peripheral, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 199 lbs . The essure coils were then deployed into the left fallopian tube in a standard fashion. Following deployment there were noted to be 4 visible coils from the left tubal ostium. The same procedure was then repeated on the right fallopian tube. Following deployment into the right fallopian tube, there were noted to be 6 visible coils the patient tolerated this procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. "Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: endometritis, depression, anxiety, dysmenorrhea, fibroid, pelvic pain, vaginal bleeding, migraine/headache. The lot number reported (log354991) is not valid. Lot number: a64635 manufacture date: 2012-10 expiration date: 2015-10 . Quality-safety evaluation of ptc: unable to confirm complaint . Most recent follow-up information incorporated above includes: on 27-aug-2019: quality safety evaluation of ptc. Incident we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region pain'), endometritis ('chronic endometritis'), impaired gastric emptying ('delayed gastric emptying issues') and neuropathy peripheral ('neuropathy like symptoms') in an adult female patient who had essure (batch no. Log354991-not valid, a64635) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, headache (during pregnancy) and postpartum state. Current weight 199 lbs. Previously administered products included for headache: tylenol; for an unreported indication: midrin. Concurrent conditions included overweight, human papilloma virus infection, obesity and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) and omeprazole (protonix) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression were exacerbated"). In 2016, the patient experienced impaired gastric emptying (seriousness criterion medically significant) and was found to have weight increased ("weight gain,"). In (B)(6) 2016, the patient experienced endometritis (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant) and cervical cyst ("endocervix shows multiple mucus filled cysts.") And was found to have uterine leiomyoma ("leiomyoma/ found small uetrine fibroid"). In 2017, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain") and headache ("headache"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometritis, dysmenorrhoea, dyspareunia, uterine leiomyoma, cervical cyst and abdominal pain had resolved, the impaired gastric emptying, neuropathy peripheral, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, fatigue and headache outcome was unknown and the weight increased was resolving. The reporter considered abdominal pain, anxiety, cervical cyst, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, headache, impaired gastric emptying, menorrhagia, migraine, neuropathy peripheral, pelvic pain, uterine leiomyoma, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight 199 lbs . The essure coils were then deployed into the left fallopian tube in a standard fashion. Following deployment there were noted to be 4 visible coils from the left tubal ostium. The same procedure was then repeated on the right fallopian tube. Following deployment into the right fallopian tube, there were noted to be 6 visible coils the patient tolerated this procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. "Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: endometritis, depression, anxiety, dysmenorrhea, fibroid, pelvic pain, vaginal bleeding, migraine/headache. The lot number reported (log354991) is not valid. Lot number: a64635, manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 22-nov-2019: pfs received. Event: abdominal pain , headache, were added. Event outcome were updated: dyspareunia , pelvic pain , abdominal pain , dysmenorrhea, leiomyoma, chronic endometritis, endocervix shows multiple mucus filled cysts to recovered . Incident: we received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.

Manufacturer narrative:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region pain'), endometritis ('chronic endometritis'), impaired gastric emptying ('delayed gastric emptying issues') and neuropathy peripheral ('neuropathy like symptoms') in an adult female patient who had essure (batch no. Log354991-not valid, a64635) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd, headache (during pregnancy) and postpartum state. Current weight 199 lbs. Previously administered products included for headache: tylenol; for an unreported indication: midrin. Concurrent conditions included overweight, human papilloma virus infection, obesity and uterine bleeding. Concomitant products included medroxyprogesterone acetate (depo provera) and omeprazole (protonix) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression were exacerbated"). In 2016, the patient experienced impaired gastric emptying (seriousness criterion medically significant) and was found to have the first episode of weight increased ("weight gain,"). In (B)(6) 2016, the patient experienced endometritis (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant) and cervical cyst ("endocervix shows multiple mucus filled cysts.") And was found to have uterine leiomyoma ("leiomyoma/ found small uetrine fibroid"). In 2017, the patient experienced migraine ("migraines / headaches"). On an unknown date, the patient experienced abdominal pain ("abdominal pain"), headache ("headache"), exhaustion ("exhaustion"), back pain ("back pain"), paranoia ("paranoid"), hallucination ("hallucinations"), neuralgia ("nerve pain"), eye pain ("pain in left side of my face and eye"), facial pain ("pain in left side of my face and eye"), paraesthesia ("right hand exploded in electric tingles"), post-traumatic stress disorder ("ptsd"), trichotillomania ("trichotillomania"), personality disorder ("borderline personality disorder/ocpd"), swelling face ("facial swelling"), dizziness ("dizziness"), paraesthesia oral ("tingling lips"), abdominal pain upper ("stomach pain"), neck pain ("neck pain"), musculoskeletal pain ("shoulder pain"), sinus pain ("sinus pain"), pain ("body pain"), adnexa uteri pain ("stabbing pain in my left fallopian tube"), dysphoria ("dysphoria issues"), agitation ("agitated"), adenomyosis ("adenomyosis"), incisional hernia ("incisional hernia") and flatulence ("gas pain") and was found to have the second episode of weight increased ("weight gain/I¿m up to over 200ibs/never been this heavy"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, endometritis, dysmenorrhoea, dyspareunia, uterine leiomyoma, cervical cyst and abdominal pain had resolved and the impaired gastric emptying, neuropathy peripheral, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, fatigue, headache, exhaustion, back pain, paranoia, hallucination, neuralgia, eye pain, facial pain, paraesthesia, post-traumatic stress disorder, trichotillomania, personality disorder, swelling face, dizziness, paraesthesia oral, the last episode of weight increased, abdominal pain upper, neck pain, musculoskeletal pain, sinus pain, pain, adnexa uteri pain, dysphoria, agitation, adenomyosis, incisional hernia and flatulence outcome was unknown. The reporter considered abdominal pain, abdominal pain upper, adenomyosis, adnexa uteri pain, agitation, anxiety, back pain, cervical cyst, depression, dizziness, dysmenorrhoea, dyspareunia, dysphoria, endometritis, eye pain, facial pain, fatigue, flatulence, hallucination, headache, impaired gastric emptying, incisional hernia, menorrhagia, migraine, musculoskeletal pain, neck pain, neuralgia, neuropathy peripheral, pain, paraesthesia, paraesthesia oral, paranoia, pelvic pain, personality disorder, post-traumatic stress disorder, sinus pain, swelling face, trichotillomania, uterine leiomyoma, vaginal haemorrhage, the first episode of weight increased, exhaustion and the second episode of weight increased to be related to essure. The reporter commented: current weight 199 lbs . The essure coils were then deployed into the left fallopian tube in a standard fashion. Following deployment there were noted to be 4 visible coils from the left tubal ostium. The same procedure was then repeated on the right fallopian tube. Following deployment into the right fallopian tube, there were noted to be 6 visible coils the patient tolerated this procedure well. Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was 32.9 kg/sqm. Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. "Concerning the injuries reported in this case, the following ones were confirmed in patients medical record: endometritis, depression, anxiety, dysmenorrhea, fibroid, pelvic pain, vaginal bleeding, migraine/headache. The lot number reported (log354991) is not valid. Concerning the injuries reported in this case, the following ones were reported via social media: exhaustion, back pain, paranoid, hallucinations, nerve pain, pain in left side of my face and eye, right hand exploded in electric tingles, ptsd, trichotillomania, borderline personality disorder/ocpd, facial swelling, dizziness, tingling lips, weight gain, stomach pain, neck pain, shoulder pain, sinus pain, body pain, stabbing pain in my left fallopian tube, dysphoria issues, agitated, adenomyosis, incisional hernia, gas pain lot number: a64635 manufacture date: 2012-10, expiration date: 2015-10. Quality-safety evaluation of ptc: unable to confirm complaint. Most recent follow-up information incorporated above includes: on 12-may-2020: social media received. Events: exhaustion, back pain, paranoid, hallucinations, nerve pain, pain in left side of my face and eye, right hand exploded in electric tingles, ptsd, trichotillomania, borderline personality disorder/ocpd, facial swelling, dizziness, tingling lips, weight gain/I¿m up to over 200 ibs/never been this heavy, stomach pain, neck pain, shoulder pain, sinus pain, body pain, stabbing pain in my left fallopian tube, dysphoria issues, agitated, adenomyosis, incisional hernia, gas pain added. A technical investigation will be conducted, including a batch review, and a review of complaint records and other relevant data; should any new and reportable information become available from our investigation, this will be provided in a supplementary report.

Event description:
This spontaneous case was reported by a lawyer and describes the occurrence of pelvic pain ('pelvic region pain'), endometritis ('chronic endometritis'), impaired gastric emptying ('delayed gastric emptying issues') and neuropathy peripheral ('neuropathy like symptoms') in an adult female patient who had essure (batch no. A64635) inserted for female sterilisation. The occurrence of additional non-serious events is detailed below. The patient's medical history included gerd. Current weight (B)(6). Concurrent conditions included overweight. Concomitant products included medroxyprogesterone acetate (depo provera) and omeprazole (protonix) since (B)(6) 2018. On (B)(6) 2013, the patient had essure inserted. In (B)(6) 2013, the patient experienced pelvic pain (seriousness criteria medically significant and intervention required), dysmenorrhoea ("dysmenorrhea (cramping)"), vaginal haemorrhage ("abnormal bleeding (vaginal)") and menorrhagia ("abnormal bleeding (menorrhagia)"). In (B)(6) 2013, the patient experienced dyspareunia ("dyspareunia (painful sexual intercourse)"). In (B)(6) 2014, the patient experienced fatigue ("fatigue"). In (B)(6) 2014, the patient experienced anxiety ("anxiety") and depression ("depression were exacerbated"). In (B)(6) 2016, the patient experienced endometritis (seriousness criteria medically significant and intervention required), neuropathy peripheral (seriousness criterion medically significant) and cervical cyst ("endocervix shows multiple mucus filled cysts.") And was found to have leiomyoma ("leiomyoma/ found small uterine fibroid"). In 2016, the patient experienced impaired gastric emptying (seriousness criterion medically significant) and was found to have weight increased ("weight gain,"). In 2017, the patient experienced migraine ("migraines / headaches"). The patient was treated with paracetamol (tylenol 8 hour) and surgery (hysterectomy with bilateral salpingectomy). Essure was removed on (B)(6) 2018. At the time of the report, the pelvic pain, dysmenorrhoea and dyspareunia had resolved, the endometritis, impaired gastric emptying, neuropathy peripheral, vaginal haemorrhage, menorrhagia, anxiety, depression, migraine, fatigue, leiomyoma and cervical cyst outcome was unknown and the weight increased was resolving. The reporter considered anxiety, cervical cyst, depression, dysmenorrhoea, dyspareunia, endometritis, fatigue, impaired gastric emptying, leiomyoma, menorrhagia, migraine, neuropathy peripheral, pelvic pain, vaginal haemorrhage and weight increased to be related to essure. The reporter commented: current weight (B)(6). Diagnostic results (normal ranges are provided in parenthesis if available): body mass index was (B)(6). Hysterosalpingogram - on (B)(6) 2013: total bilateral occlusion. Most recent follow-up information incorporated above includes: on 5-aug-2019: pfs received- lot number , new events abnormal bleeding (menorrhagia), anxiety, depression were exacerbated, migraines / headaches, neuropathy like symptoms, dysmenorrhea (cramping), dyspareunia (painful sexual intercourse), fatigue, weight gain, delayed gastric emptying issues, leiomyoma chronic endometritis; endocervix shows multiple mucus filled cysts, pelvic region pain were added. Event injury updated to abnormal bleeding (vaginal). Patient information, medical history, lab data, concomitant and treatment drug were added. We received a lot number in this case. A technical investigation will be conducted, including a batch review, and a review of complaint records and other non-conformances data; should any new and reportable information become available as a result, this will be provided in a supplementary report.